Event description:
It was reported that error code 323 shown during procedure. This error rendered the device completely unusable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).